Event description:
The patient wore their pump into an MRI. At 11:30pm that eveing, their blood glucose was 129. It dropped throughout the night, until at 4:00am it was 21. Pt called 911 and began to eat. When the paramedics arrived, pt's blood glucose was 60. At 8:00am it was at 21 again. Pt called their physician. When he was informed of the MRI, he said he understood what had happened. The patient was provided with a replacement pump in 9/02. Up to that point pt had been going through 5o units of insulin a day.